Manufacturer narrative:
Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MDR ID#: 2134265-2013-05344. It was reported that following a coronary artery stenting treatment procedure, myocardial infarction (mi) and vessel jailing occurred. In (B)(6) 2013, the patient presented due to unstable angina and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (prox lad) with 75% stenosis and was 5mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 2.75x16mm promus element plus stent, with 0% residual stenosis following post-dilation. During the procedure, the 1st diagonal branch (dx1) was attempted to be intervened with wire. However, both a choice pt guide wire and a luge guidewire were unable to cross the lesion. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented due to chest pain to an outside ER facility and was diagnosed with mi. Subsequently the patient was transferred to the enrolling site for evaluation and possible intervention. Elevated cardiac enzyme values were observed and cardiac catheterization was recommended. Coronary angiography revealed jailing of the dx1 by the study stent which resulted in increased narrowing from 70% to 90% stenosis at the ostium of dx1. 70% stenosis was noted in the mid left circumflex artery (mid lcx), which was treated with placement of a 2.75x12mm promus element plus stent. Post stent placement mild dissection was noted, which was subsequently treated with balloon angioplasty and placement of a 2.5x16mm promus stent with 0% residual stenosis. The patient was discharged and the event was considered as resolving.